Event description:
The manufacturer received information alleging the system setup test had failed on a trilogy ev300 device. There was no report of patient harm or injury reported. A service call to the local philips helpdesk for assistance. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the system setup test had failed on a trilogy ev300 device. There was no report of patient harm or injury reported. A service call to the local philips helpdesk for assistance. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.